Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation: in q1 2018, there were 20 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 79 allegations of a malfunction, 57 pumps were returned to animas and investigated. Of the investigated pumps, 57 were found to be malfunctioning due to battery compartment leaks, battery compartment cracks, moisture in the pumps, and damaged battery caps. During investigation for unrelated complaints, there were 24 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 79 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-75 years of age and between 38 and 260 pounds. Of the reported patients, 30 were male, 49 were female, and were unknown.